Event description:
Osteo-site bone biopsy needle was tapped into place in t-7 vertebral body. When the needle was being removed by hand the handles separated from the needle. The needle was extracted intact and the pt did not incur any injuries. Dr., radiologist, performed the procedure.